Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mr with a grade of 4. One clip was implanted, reducing mr to 2. On (B)(6) 2019, the patient returned for a follow up and it was discovered that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), increasing mr to 4. The patient underwent a second mitraclip procedure for treatment. A second clip was deployed to stabilize the slda and reduce mr. One clip was implanted, reducing mr to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.